Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) . If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery oscillator device, (B)(6) 2021. Service review: a review of the service history record indicates that the device was serviced over a year ago for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. However, an assignable root cause was not established. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery reamer/drill device and the trigger was sticky. It was further observed that the power was insufficient/low. It was further determined that the device failed pretest for check for sticky trigger and check power with power test bench. It was noted in the service order that the battery oscillator device and the battery reamer/drill device had lack of power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.